Manufacturer narrative:
The bed was evaluated by the arjo engineer and no malfunction was detected. The arjo engineer noticed that there were some obstructions in the room, including the waste trolley. The engineer attempted to recreate the reported scenario using the waste trolley. When the waste trolley was pushed intentionally to touch the bed foot switch located on the bed frame, the trolley activated the switch and the bed moved upwards. No sudden or quick movement was observed. Customer allegation regarding the speed was not confirmed. As per the service manual 830.284 rev. D for citadel bed, the e300 error is displayed when any of the controller buttons is pressed for more than 90 seconds. In the reported situation, the waste trolley could have pressed the button for prolonged time. This would confirm the customer allegation regarding the error. The IFU for citadel bed 830.213 rev. G includes the following information related to prevention of unintended movement as reported in the investigated scenario; "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". "Lock-outs for bed functions should be used at staff's discretion to prevent unintentional operation of bed". Arjo device did not fail its technical specification, it worked correctly. The device moved unintended, from use error. The device was not used for a patient treatment when the reported scenario occurred. This complaint is deemed reportable due to allegation of unintended movement of the bed.

Event description:
The customer informed arjo service technician that the bed moved upwards on its own. Per the customer's allegation the bed moved up suddenly and quickly and two infusion pumps got damaged as a result. An e300 error was displayed on the screen and the bed function buttons were not working. The error needed to be reset. At the time of the reported bed movement, the nurse was changing linen and the patient was not in the bed. No injury was sustained.

Manufacturer narrative:
The investigation is in progress. The conclusions will be sent within the follow-up report once the investigation is completed.

Event description:
The customer informed arjo service technician that the bed moved upwards on its own. Per the customer's allegation the bed moved up suddenly and quickly, knocking down two infusion pumps which got damaged. The nurse was changing linen at that time. The patient was not in the bed at the time of the event. No injury was sustained. The bed was evaluated by the arjo engineer and no malfunction was detected.